Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line/set) on the homechoice (hc) device during fill one of four of peritoneal dialysis (pd) therapy, the hp was connected. During troubleshooting it was determined the patient line clamp was closed and had been closed during the priming phase of therapy, resulting in the alarm. The technical service representative (tsr) assisted the hp in ending therapy and reviewed proper procedures per the hc user manual with the hp. The hp was to complete therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, it was determined there was a closed clamp on the patient line during priming, resulting in an incomplete prime which is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide instructs the user to verify that the patient line is properly primed. The guide provides step-by-step instructions for properly repriming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.